Event description:
It was reported by service report that the right lower rail was broken. There were exposed sharp edges and the rail would not lock in the upright position. No pt involvement or adverse consequences are reported.